Manufacturer narrative:
Investigation summary the customer reported a disconnection during priming, and returned one used sample. The sample separated at the male luer, and the complaint is verified. The tubing had insufficient solvent applied during the assembly process. The root cause is traced to manufacturing. Manufacturing conducted additional investigation and found the root cause to be the tubing was not fully inserted into the bushing where solvent is applied. A quality alert was issued on feb 2, 2023 to the production personnel to reinforce important points. A line layout to improve the use of jigs and fixtures was also implemented oct 11, 2022. Device history record review for model 10942011 lot number 22105089 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module infusion set distal portion of the tubing separated at the cap during use. The following information was provided by the initial reporter: "the nurse opened this infusion set and spiked a nicardipine infusion. The tubing was being primed with the medication and the distal portion auto-disconnected at the cap that attaches to needless connector on IV ports."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module infusion set distal portion of the tubing separated at the cap during use. The following information was provided by the initial reporter: "the nurse opened this infusion set and spiked a nicardipine infusion. The tubing was being primed with the medication and the distal portion auto-disconnected at the cap that attaches to needless connector on IV ports."